Event description:
The patient requested her pump be moved as it caused discomfort when she used the restroom. The pump was functioning fine. The desired anatomic location was discussed with the patient and the pump was surgically relocated lateral and distal in reference to the original pocket/implant site. Per the reporter the pocket was ¿inadequate at implant¿. The pump did not migrate or flip in the pocket. It was moved to accommodate the patient. The patient status at the time of this report was noted as alive, no injury and post-op the patient was doing fine. The pump was used to deliver lioresal.

Event description:
Additional information later received reported that the device positioning issue was the pump turned at implant, the prominent upper access port causing discomfort, all sutures ok. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).